Event description:
Procedure: gastrectomy. According to the reporter: the anvil and device were difficult to connect. The surgeon eventually could connect the devices but found that the staple line was incomplete. The procedure was converted to open surgery due to the event. The surgery was completed with another device. Operating time was extended by more than 30 minutes. There was no unanticipated blood loss of over 500cc. There was unanticipated tissue loss. There was unanticipated tissue tearing. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).